Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
A 9800 system c-arm was reported to have intermittent rebooting to all squares, requiring the system to be shut down and powered up again during case.